Event description:
Additional information: 09sep2024, customer responded there was no injury to patient or healthcare provider.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation/additional information: additional information: 09sep2024, customer responded there was no injury to patient or healthcare provider. Annex e and annex f code updated to reflect. Device evaluation: no physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: 405671, batch#: unknown. It was reported by the customer that spinal tray kits, come with bupivacaine that does not work. Verbatim: rcc received a complaint via email. Email(s) attached. Xxx spinal tray kits, come with bupivacaine that does not work. Had 2 kits fail. Product number - 405671.